Event description:
It was reported that the patient requested the superion implant be explanted due to ineffective treatment. The device will not be returned for analysis as it was retained by the facility.